Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case with limited information available, there is nothing that indicates that the nerve problems experienced by the patient are related to the astra tech products. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
According to the available information a (B)(6) year old female patient received one astra tech implant ev 4.8s dental implant on (B)(6) 2019 in position 30 (fdi # 46). A healing abutment was attached to the implant to allow for transmucosal healing. According to the information the patient reported numbness and tingling after the placement. The implant was removed (B)(6) 2020 prior to functional loading. After that the patient has experienced no problems with numbness and tingling.